Event description:
For 2 days the lifestyle2plus sensor/reader kept saying low glucose with readings in the 60s. I would eat or take glucose tabs but within 60 minutes it was back down and dropping. I was so sick after these two days that my husband insisted I go to the (B)(6) hospital ER. There they monitored my glucose every hour for 4 hours and compared to my sensor readings. They had me normal, but my device kept saying low. They discharged me. I came home and replaced the obviously defective sensor with my next one which was due to be put on in 8 days. It seems to be working ok but honestly now I have no idea! I contacted abbott via email and despite their statement that they get back in 1-2 days, they have still not replied after 4 days. I just tried to chat online with them. Requested they replace the sensor that was defective. They are expensive and not covered by insurance. Not only was that not done but repeatedly sarah w told me to call despite my telling her repeatedly I cannot hear on the phone. She issued a case #(B)(4) and I ended the chat after 34 minutes since it was becoming a merry-go-round of the same blurbs. Call. I cannot. Let me see what I can do. Then back to call. "The ER doctor had the technician finger stick every hour and compare to my sensor/reader. They showed 120 my device kept showing 60s.